Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Unit was received with scratched lcd window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 296 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.